Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to moisture damage at the keypad traces. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. No unexpected audio alarms or vibration anomalies were noted. The device was received with minor scratched lcd window and broken belt clip slot.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after it may have been exposed to moisture. Her blood glucose level was 95 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. The customer stated she did not have a back-up plan and if she could not get a hold of her doctor, she would visit the hosp for med attention. Nothing further was reported.